Event description:
It was reported that the lv threshold test could not be performed. The programmer displays an error message and the test was cancelled. Magnetic reprogramming of the device was discussed and will be performed at the next follow up. No patient symptoms were reported.